Event description:
Fire department personnel were treating a possible drug overdose victim. Reportedly, when the operators attempted to analyze the pts ECG rhythm, a constant motion detected was observed on the device's lcd display accompained by an audible alarm. The pt was not resuscitated. The reporter stated that the device did not cause or contribute to the pt's out come. The statement was based on the paramedic's assessment of the pt's lack of viability.